Event description:
Customer reported problems with the cine and subtraction functions. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, cine drive, and cine bridge pcb. System operates as intended.